Event description:
According to the documentation received, the pt presented with acute symptoms. The valve was explanted due to paravalvular leak and aortic root reconstruction was performed. The explanting surgeon indicated involvement of prosthetic valve endocarditis; however, the implanting surgeon did not concur with these findings. The valve was implanted utilizing a continuous suturing technique with prolene suture. The pt was reported to be doing "well".